Event description:
It was reported that the device exhibited a long charge time. Device replacement was recommended but the patient did not want to go through device replacement at this time. The patient will continue to be monitored remotely and with routine follow-up.